Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the device did not fire and the staple line was incomplete at the proximal end. Also, the shaft of the device broke off but did not fall into the patient. To complete the case, a new device was used. No injury was caused to the patient. The device is expected to be returned for evaluation.